Event description:
During an ablation procedure, it was reported that when trying to run the probe cooling test prior to the surgeon inserting the probe, it did not pass. The error message received contained the words "temperature failure, disconnect and reconnect probe dongle" and "probe temperature did not initialize". The user disconnected and reconnected the probe along with the fiber optic temperature sensor (fots) connections on both the top and bottom part of the portable connector module (pcm). A new probe was plugged in, and the same errors appeared. The software was not showing a temperature at the bottom right hand corner at any time despite the probe being plugged in. The mini-bolts were removed from the patient, and the litt case was aborted. No further surgical intervention was performed, and there were no patient complications reported in relation to this event.

Manufacturer narrative:
An aborted procedure due to failure to initialize/monitor temperature is a known & documented risk for the neuroblate system. This documentation is available in monteris' internal risk management files. It should also be noted that the patient was not directly injured by the malfunction.